Manufacturer narrative:
The insulin pump was received with all operating currents are within specifications and passed functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. However, the insulin pump had cracked case at the display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the day before the call, she went to the diabetes clinic due to a high blood glucose level. The customer also reported that the insulin pump had insulin leaking inside the reservoir compartment. Blood glucose level at the time of the incident was 415 mg/dl. The customer reported that her blood glucose levels had been over 300 mg/dl for three weeks leading up to the call. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.